Event description:
Technical services received a call on (B)(6) 2011. Caller stated that the daily measurements on this rv lead are reading low, so likely an insulation breach on the lead. The plan is to cap the lead and drop in a new one. This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2011. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).